Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported incident of anxiety, burning, & itching during hemodialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During a follow up for a similar event, a hemodialysis clinical manager reported, the patient had experienced burning and itching during her hemodialysis treatment while hospitalized for an orthopedic procedure. According to the clinical manager, the patient received "benedryl and solumedrol" at that time with good effect. She did not require prolongation of her hospitalization. She continued to dialyze symptom free without changed in the dialyzer until (B)(6) 2014. The dialyzer has since been changed and the patient has denied any further symptoms. The sample was discarded.